Event description:
Case reference number (B)(4) is a spontaneous report sent on 16-mar-2023 by a registered nurse which refers to a 38-year-old female patient. Additional information was received on 17-mar-2023 from same reporter. The patient was a smoker and had no known allergies. No information about medical history or concomitant medications has been provided. The patient had previously received treatment with botox for cosmetic indication. On (B)(6) 2023, the patient received treatment with 1 ml of restylane kysse (lot 20544-1) to the upper and lower lip and the upper lip perioral area using an unknown needle with bolus technique. It was reported that the injector was not wearing gloves and did not aspirate before bolus was injected. On (B)(6) 2023, the patient started experiencing extreme swelling (implant site swelling) across the upper lip and pain (implant site pain) across the lip, upper gum and up into the right nostril. There were some areas that had zero capillary refill (poor peripheral circulation). The patient had an occlussion (vascular occlusion) and an area of necrosis (implant site necrosis) above the border of the upper lip had scabbed (injection site scab) over. The hcp had dissolved the filler with 4 vials of hylenex [vorhyaluronidase alfa]. On (B)(6) 2023, the reporting hcp had seen the patient, and everything looked on track to heal hopefully without scarring. The capillary refill had returned to normal and the blisters (implant site vesicles) along her upper gum line were resolving. Outcome at the time of the report: necrosis was recovering/resolving. Occlussion was recovering/resolving. Swelling was recovering/resolving. Pain was recovering/resolving. Zero capillary refill was recovered/resolved. Blisters was recovering/resolving. Scabbed was recovering/resolving.

Manufacturer narrative:
Company comment: the serious events of vascular occlusion and necrosis at implant site and the non-serious events of swelling, pain, vesicles at implant site, scab at injection site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and manifestations due to ischemia. Potential contributory factor includes injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.